Manufacturer narrative:
This report is submitted on august 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on november 01, 2018.